Event description:
It was reported that "during use, a noticeable structural change occurred when removing the guide wire. The wire deformed and showed progressive elongation with unravelling of the spiral-wound structure. "There was no patient complications. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4).

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show the stylet unraveled. The customer also returned one stylet for evaluation. Signs of use were observed. Visual examination revealed the stylet was unraveled towards the distal end and had slight bends along the body. Microscopic examination of the stylet confirmed the core wire was broken at the distal end and unraveled up to the proximal weld within the stylet hub. The exposed distal core wire tip was tapered at the point of separation. The distal weld was not present at the end of the core wire nor the coil wire. The broken core wire from the stylet hub to the distal end measured 12 1/4", which is not within the specification limits of 13 1/4" - 13 3/4" per stylet product drawing; therefore, at least 1" of the core wire was missing. The outside diameter of the stylet measured could not be measured due to the nature of the damage. Functional testing could not be performed due to the nature of the damage on the stylet. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product warns the user, "warning: remove stiffening stylet and luer-lock sidearm assembly as a unit. Failure to do so may result in wire breakage. Precaution: do not clamp extension line(s) when stiffening stylet is in catheter to reduce risk of stiffening stylet kinking. Warning: do not cut stiffening stylet when trimming catheter to reduce risk of damage to stiffening stylet, wire fragment, or embolism." The report that the stylet was unraveled was confirmed through complaint investigation of the returned sample. The core wire was broken towards the distal end. The IFU provides warning to prevent stylet damage such as, "warning: remove stiffening stylet and luer-lock sidearm assembly as a unit. Failure to do so may result in wire breakage. Precaution: do not clamp extension line(s) when stiffening stylet is in catheter to reduce risk of stiffening stylet kinking. Warning: do not cut stiffening stylet when trimming catheter to reduce risk of damage to stiffening stylet, wire fragment, or embolism." Arrow stylets of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force when tested per iso 11070 test configuration. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of stylet and catheter resistance could not be determined based upon the information provided and without the missing portion of the stylet returned for evaluation teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during use, a noticeable structural change occurred when removing the guide wire. The wire deformed and showed progressive elongation with unravelling of the spiral-wound structure. "There was no patient complications. No medical intervention required. The patient's current condition is reported as "fine".